Event description:
It was reported that during implant of the pump, an attempt was made to swap the previously implanted algoline catheter (implanted on (B)(6) 2003) with the target level being t2 (thoracic level 2). Several attempts were made but they were unable to advance the catheter past t8. The algoline catheter was then attached to the proximal end of a new catheter. Per reporter, they were unsure which one was finally implanted as several catheters/kits were opened and tried for the proximal revision. It was stated that the idds (intrathecal drug delivery system) had worked well but they wanted to try the scs (spinal cord stimulation) again that was attempted a year ago on (B)(6) 2003. It was added that they were able to so and placed the epidural lead on (B)(6) 2011. The idds medications were tapered prior to surgery to ensure patient experienced some chest pain to determine if the scs would work. Patient outcome was noted as no injury.

Manufacturer narrative:
Pump model/serial# unk, implanted: (B)(6) 2003, explanted: unk; catheter model/serial #:unk, implanted: (B)(6) 2004, explanted: unk.